Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunctions documented in b5, the additional evaluation findings were as followed: due to damage on charged coupled device unit, the image had black dots, due to damage on charged coupled device unit, a noise image occurred, because electrical contact of video connector was shaved, a noise image occurred, bending section cover had a scratch, adhesive on bending section cover had a chip, video connector had a scratch, due to deformation of bending tube, bending angle in up direction exceeded the standard value, control unit had a scratch, grip had a scratch, up/down plate had a scratch, right/left plate had a scratch, angulation lever had a scratch, right/left lever had a scratch, switch 1 had a scratch, light guide connector had a scratch, light guide connector was deformed, light guide cover glass had a scratch, and video connector case had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the deflectable videoscope had a compromised image. The issue was found during preparation for a gastrointestinal surgery. This therapeutic procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: color tone of the image was abnormal due to damage to the video connector and image color tone was abnormal due to damage to the imaging unit. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the problem "the color tone of the image is abnormal. (Image is only magenta or green)" is caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (integrated circuit (ic) chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described as follows in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.